Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Occupation - office manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had a procedure on (B)(6) 2021 where the angio-seal was used to close the right femoral artery. The patient went to the hospital on (B)(6) complaining of pain and was diagnosed with hemorrhagic shock. The physician got access from the left common femoral and placed a covered stent in the distal external iliac to the common femoral. The patient stayed in the hospital until (B)(6) when the patient passed away. The physician claims the angio-seal ruptured and had to put a covered stent in the patient. Additional information was received on 07may2021: the procedure performed for the patient prior to use of closure device was a right femoral access, left lower extremity (lle) angiogram with intervention. The procedure sheath size was a 7fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no blood loss. The patient co-morbidities were hypertension (htn), coronary artery disease (cad). Patient left office without any bleeding after two hours of bedrest. Next am, patient felt a pop and pain in right groin. Patient went to the ER. The patient was hypotensive and was given blood. Patient transferred was to another hospital and was intubated in the ambulance. Patient was taken from ER to the or. Left femoral access with arterial input function (aif) showed right femoral active extravasation. This was treated with a viabahn covered stent. Patient was on three pressors. Th patient was recovering until he suffered an aspiration pneumonia. The patient's family withdrew support after one week.